Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported damage to the patient¿s driveline was confirmed by the submitted photo and the abbott representative who performed the requested repair. A specific cause for this damage could not conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (lvas IFU) rev. C is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. Additionally, section 1 "introduction" of the IFU provides an explanation of all pump parameters, including pump flow. Section 8, equipment storage and care,¿ provides information on driveline care and cleaning under ¿care of the driveline.¿ the user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damage). Heartmate ii lvas patient handbook (rev. C) is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care.¿ if driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported damage to the driveline was observed. There were no alarms noted on the interrogation, the patients did not experience alarms at home. A clamshell repair has been requested.

Event description:
It was reported that a clamshell repair was performed on (B)(6) 2021.